Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Restenosis is a known adverse patient event as listed in the multi-link vision coronary stent system instructions for use. Additionally, angina, restenosis, and additional therapy/non-surgical treatment are listed in the risk assessment as no fault complications. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient received a bare metal stent in 2002 and three multi-link vision stents in the mid right coronary artery (rca), proximal rca, and ostium rca in 2008. The patient had no reactions with the stents placed. Test results showed two occlusions. One involved the three multi-link vision stents, and the other area was right above the multi-link vision stents close to the heart. The patient was asked if he feels different, and he stated that he has heaviness from the chest. A 3.0x15mm promus was implanted in the proximal rca to treat the occlusion of the multi-link vision. There was no reported adverse patient sequela. No additional information was provided.